Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl and customer alleging possible pump under delivery. Customer states the drive support cap appears normal. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer also state that there insulin pump was not working. The insulin pump will be returned for analysis.